Event description:
The facility reported a colleague infusion pump with a fail code 811. The event occurred during pt infusion in the obstetrics department. During a follow-up call to the facility it was found that the pt was female and not pregnant. The alarm occurred about 2 hours into a 4 hours therapy of a 1 liter bag of fluid. The infusion fluid was lactated ringers for hydration. The device alarmed for fail code 811, stopping the pump. On alarm, the nursing staff entered the room. Shutdown the pump and swapped out the pump to continue the infusion with another pump. The pt is fine and was discharged. There was no pt injury associated with this event. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.